Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet exhibited rapid battery depletion, requiring multiple charges per day and generating low-battery alerts, and a replacement ilet was shipped with instructions provided to shut down the device and return it, while blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no interruption to diabetes management as the patient could continue cgm use and proceed with replacement setup. Investigation included review of the complaint details, confirmation of shipping and return logistics, and assessment that device data would not transfer to the replacement unit, necessitating a standard startup process. Investigation of this device did not revealed a device performance issue consistent with battery capacity or power management degradation, with no impact on glycemic control and no other device component issues reported. It was concluded, based on previously established findings for similar reports, that the cause was not a device component wear or malfunction related to the power subsystem.